Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the pump and battery were hot. The reporter confirmed that there were no injuries related to the event. The reporter confirmed that there was no corrosion or rust in the battery compartment. The reporter indicated that there was damage to the battery compartment threads and the battery cap was not securing properly to the pump. This report is made based on the allegation that the pump overheated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the battery was not returned with pump for investigation. Evaluation found that the pump powers up properly and the power circuit does not draw excessive current. The pump was exercised for 24 hours with no evidence of overheating.